Event description:
(B)(4).

Manufacturer narrative:
The review of the prismaflex tpe2000 set device history record and complaint files for the lot number 14d0406a shows that there is no manufacturing no-conformity and no other complaint for this lot number. The involved product has not been returned so it was not possible to determine the root cause of the blood leakage. Based upon the pictures provided, the screwed connector appears to have been damaged by a mechanical tool used by the customer. The fact that there was no leakage reported during the priming of the product before the event supports this hypothesis.